Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet system, and the user started a new sensor with assistance; the event involved a pairing failure consistent with intermittent communication issues associated with the sensor¿s wireless interface and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user and partner. Investigation of this case revealed an interoperability problem between devices, consistent with intermittent communication failure involving the electrical, magnetic, and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.